Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a failed battery test, and that when it alarmed in the past, it would not turn on at all. The mother did not recall the blood glucose reading. The mother was advised to call back with the insulin pump available in order to troubleshoot.